Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not power on. The device was not changed out, as the case was cancelled.

Manufacturer narrative:
The customer was borrowing this unit from another hospital so they could use on a second case. Since the unit did not work they cancelled the case. The user facility's biomedical engineering (biomed) was informed that when the unit was transported from the other hospital, the cooler heater unit fell over in the delivery pick-up truck. The field service representative (fsr) was able to power on the unit during his visit for another repair. The fsr thinks that the customer was not familiar with the older unit and that they did not turn on both power switches. The fsr advised the customer to use both power switches on the unit. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.